Event description:
Call transferred from answering service. Patient reports that one of her cadd-legacy pumps for remodulin starting "beeping last night." She states that she tried to press the buttons to stop the "beeping" but none of the buttons on the pump were working. She also states that she took out the batteries and tried to restart the pump this morning (B)(6) 2016 and none of the buttons were working. Informed patient that pharmacy will (B)(6) new pump for delivery. Meanwhile, patient will be using back pump. No other information available. Dates of use: from (B)(6) 2016 to ongoing.